Event description:
Reportedly, the device was explanted after an imlant duration of 3.67 months due to unknown reasons. Information was learned through the (B)(4) registry that the device was reportedly explanted and another 3000-21mm was implanted as a replacement. No further details were provided.

Manufacturer narrative:
Device will not be returned as it was indicated that the device was discarded by the hospital. Customer letter was not requested. No surgeon information was provided. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Method: device not returned.